Event description:
It was reported to philips that the system was unable to perform x-ray due to an error indicating an application change was needed on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service determined a cube fault and ordered part 451210520291, but the resolution remains unclear. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).